Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was undergoing an initial hip replacement surgery. Upon opening the stem package, the implant was found protruding out of the sterile packaging. No harm to patient. An alternate stem was used to complete the surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Cmp-(B)(4) reported event was confirmed by visual examination of the device. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to transit damage. The product was likely conforming when it left zimmer biomet control. The root cause of the reported issue is attributed to transit damage. Visual evaluation of the returned product identified that the stem has protruded through the sterile packaging. Sterility has been compromised. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.